Event description:
"Prior to inserting the 2mm flexible nail, it was pre-cut on the surgical field. The tips of the wire cutters broke off, they were not seen in the surgical wound or field, or on the floor. They were not found in the wound under fluoro. At the end of the procedure, a formal xray was performed to make sure that the wire cutter tips did not remain in the patient. Xrays confirmed there was no foreign body remaining at completion of case, confirmed with radiology reading as per protocol. The wire cutters were then sent for evaluation per policy and new cutters were used for the remainder of the case."